Event description:
It was reported that during a gastrectomy procedure, the device malfunctioned. No further information is available. The device didn't work. There were no more details. Unknown how case was completed. There were no adverse consequences for the patient. Additional followup: the first 2 reloads worked properly. After using the 2nd reload, the surgeon removed the stapler from the trocar and had difficulty opening it, he had to do many manipulations on buttons and triggers to open it. He then tried to put a 3rd cartridge into the device, without success.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged. The analysis results found that one ec60a device was returned with no visual non-conformances and with a reload pan found lodge inside the channel preventing additional cartridge reloading. The pan was removed from the channel and the device was tested for functionality in the straight and articulated positions with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The device opened and closed without difficulties. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4).